Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic hernioplasty, while closing the posterior rectus sheath using the continuous suturing technique, after 5 or 6 bites, the thread broke. The suture broke while it reached half of the wound approximation. The suture was removed and another device from another manufacturer was used to complete the case. There was no patient injury.